Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are not sure if the stimulator was working anymore or at all. Patient had a return of pain which started friday night. Patient confirmed they had no falls or trauma around the time. Patient mentioned they have had a weight loss since the implant was put in, so it seemed like only if they move, the implant protrudes a little more than it used to. Patient also reported when they are charging the implant, the recharger's paddle ring was not hot, but when they touch the implant site, the implant site/stimulator feels hot. The patient was redirected to their healthcare provider to further address the issue. Patient does not have a managing hcp so agent sent hcp listing to email provided by the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called in for equipment related error in 709013397. On the call patient mentioned how over the weekend they had a return of pain like before they got the implant, but today the pain disappeared again. Agent documented comment and continued to redirect patient to healthcare provider.